Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they didn't know the patient's weight at the time of the event but noted that if they had to guess it would be around 140.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Please note: pt had a hard time focusing on the call and it was difficult to get consistent answers. Pt reported they had been having trouble with the ins. Pt reported the ins had been shocking them since implanted and getting worse and had been cutting off and not staying charged. Pt described their leg was feeling like 'dry ice'. Later on the call pt said they were not feeling like 'dry ice' anymore. Pt said they usually use therapy for their left leg.  Pt said they had pains that they had not had since before they had the device. Pt did a research and found out the ins was supposed to take care of their lower back and everything. Pt said it did not even cover the lower back. The previous ins did. Pt reported they also had knots all up and down their spine. Hcp gave them another prescription. Pt also has bruises up and down their left leg where normally in the summer pt felt great. Pt mentioned they had been talking to the rep. They were trying to keep pt from being shocked. Pt did not even have the ins for a month when shocking started. The rep knew about shocking from the beginning. Pt saw the rep last month at hcp's office. Rep was with the pt for a long time and put a different setting on it. Pt also saw a different rep 2 months prior to that. While pt was with the rep at hcp office pt got shocked on their tailbone and it shut off. The rep witnessed all that. The rep suggested to turn off ins for a week and then turn it back on. Pt said they could not turn ins off because then pt looses the power in their leg. Their feet turn purple and everything else. Pt mentioned they had been keeping a diary. Pt has to charge every day. Pt said they went to sleep with 100% charge and in the morning it was down to 90% and all that pt had done was sleep. This morning pt checked the battery level and only saw the selection a. Pt said she can tell when the charges goes down because the way their body feels. Pt then sat down in their position and found t he battery was at 90%. The other day ins was down to 70%. Pt said if their ins was down anywhere from 70 to 60% that's when pt started getting shocked and started having "all these terrible things you do not ever want to feel". Yesterday the rep told the pt "maybe you are not a candidate anymore". Pt believes there is something wrong with the ins and nobody is doing anything. Pt said they were like "what is wrong with you, people? I have been complaining since implanted and nobody is listening to me". Rep said pt's body was rejecting the ins. Pt disagreed. Hcp did not check the ins and pt said they were about have it with them. Pt's family hcp could not believe that nothing was done and referred pt to another hcp. So, pt went to that hcp last week to get a second opinion. That hcp wanted to know why no x-rays or CT scan were taken. They also wanted to know why the leads were not replaced when they changed out the ins. Hcp did x-rays and pt is waiting for a call back. Additional information was received from the rep on 2021-10-08 reporting that they had no information concerning the cause of the complaint. They stated that their reprogramming seemed to have helped with their pain.